Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, patient and procedural factors [the 1st valve getting deployed slightly more aortic than intended likely due to less than optimal image intensifier angle during valve deployment; possible over-expansion of the outflow portion of the valve when post-dilating; and severe annular calcification present at the posterior leaflet leading to overall increased chances of having pvl]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 23mm sapien xt valve was deployed 100% aortic causing moderate paravalvular leak followed by moderate to severe central leak after post dilating the valve. A second valve was implanted. Following valve deployment, 100:0 aortic, the physicians agreed to post-dilate with +1ml (total 17ml). Tee showed mild cai, pvl unchanged at moderate. A decision was made to remove the wire and complete an aortogram which confirmed tee findings. The apex began to bleed so the sheath was removed. Tee showed worsening cai at mod-severe. Decision made to place a 2nd valve. A 2nd sheath was opened and inserted into the apex. A second 23mm sapien xt valve was prepped to nominal volume. This valve was positioned 1 cell more ventricular and deployed under rvp with the valve landing at the intended position 90:10 aortic. The central aortic insufficiency immediately improved via tee with pvl remaining moderate. A decision was made not to post dilate due to increased chance of annular rupture based on the valve size, position, and location of calcium in the native annulus. Aortogram confirmed tee findings.